Manufacturer narrative:
This investigation is completed. Upon further information this investigation will be updated.

Event description:
It was reported that there was an allegation of possible radio frequently interference when it comes to this device connecting with the communicator. Additional information noted that there was no radio frequency interference and the patient should work with the clinic to verify radio frequently settings in the implanted device. The device remains implanted. No adverse patient effects were reported.